Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's events log recorded a transducer fault and that the main board is suspected to be the cause. There was no patient involvement.

Manufacturer narrative:
Vyaire failure analysis technician was able to confirm the customer's reported issue. Bench testing revealed pt802 and pt800 transducers have failed.